Event description:
The customer reported that the unit had a display problem where the display was unreadable, and the unit's rfu indicator displayed a red x.

Manufacturer narrative:
The customer's report of a display issue was not confirmed. However, during the investigation of the alleged failure, a loose screw was found in the unit. The loose screw could have caused the reported failure, but this was not confirmed. A philips repair technician evaluated and repaired the unit by replacing the loose screw that had fallen out and tightening the other screws that were loose.